Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer will receive a loaner device.

Event description:
The customer contacted stryker to report that the device experienced a delayed charge time. Additionally, the device had logged an event code in its memory related to a condition that may impede the ability to deliver defibrillation energy. This issue may prevent the device from providing therapy if it were needed. There was no report of patient harm associated with the reported event.